Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasty and reports patient allegations of personal injury. Information provided in operative notes and a review of invoice history confirms the left hip arthroplasty procedure occurred on (B)(6) 2007 and the right hip arthroplasty occurred on (B)(6) 2007. There has been no reported revision procedure(s). Additional information received in patient's blood tests indicates cocr levels are within the normal range. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent bilateral total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty procedure occurred on (B)(6) 2007 and the right hip arthroplasty occurred on (B)(6) 2007. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following could not be completed with the limited information provided. Date of event - n/a. Date explanted - n/a. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02165 / 02166).